Manufacturer narrative:
Product complaint # (B)(4). UDI #: (B)(4). Device not returned to manufacturer site. Device will be investigated by australian engineering site. Manufacturing product investigation documentation will be updated with australian engineering investigation results. Follow up will be filed with the results.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during spinal fusion, the loan verse x25 inserter/tightener was burred during the final tightening. Thus, the remaining unknown screwdriver on the set had to be used. The procedure was successfully completed without surgical delay. Patient involvement is unknown. Concomitant devices reported: unknown screw, (part# unknown, lot# unknown, quantity# unknown) this complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The verse x25 inserter/tightener was not returned to the customer quality unit for evaluation. It was noted that the device was discarded however, images of the device were provided to the customer quality unit on may 30, 2019. It was noted that the hex lobes on the x25 inserter¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with an inserter that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the distal tip of the inserter becoming stripped. A device history record review did not find any issues that may have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the inserter¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the inserter was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the inserter becoming stripped. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate